Event description:
Device report from synthes reports an event in poland as follows: this report is being filed after the review of the following journal article: kulakowski, m. Et al (2022), differences in accuracy and radiation dose in placement of iliosacral screws: comparison between 3d and 2d fluoroscopy, journal of clinical medicine, vol. 11 (1466), pages 1-9 (poland). The aim of this retrospective study was to compare the accuracy of screw placement and radiation exposures using 2d and 3d fluoroscopy. (B)(4). Screw placement accuracy was assessed using postoperative computed tomography and smith¿s scale. The mean follow-up period was unknown. The following complications were reported as follows: n1 group: 11.48% screws were incorrectly placed. The absolute number of patients with at least one screw incorrectly placed was seven (17.95%). The most incorrectly placed screws (5 cases) were with sacral bone perforations of less than 2 mm (stage 1 according to smith's scale) and 2 cases with bone perforations of more than 4 mm (stage iii). N2 group: 8.93% screws were incorrectly placed. The absolute number of patients with at least one screw incorrectly placed was or five (13.89%). 3 of 5 incorrectly placed screws were estimated as stage I, and 2 as stage ii (sacral bone perforation between 2 and 4 mm). This report is for an unknown synthes 6.5 mm cannulated screws. This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.